Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a brady episode that appeared to be undersensing some ventricular activity was noted on the device. The episode was reviewed, and it looked to be a possible premature ventricular contraction (pvc) that was being undersensed. No intervention was performed. The patient will continue to be monitored. No patient consequences were reported.